Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the ar-4502, curved needle with two peek implants and 2-0 fiberwire speedcinch, was being used in a procedure. During the procedure, the speedcinch handle was squeezed to deploy the second implant. When the surgeon pulled the speedcinch back he noticed that the implant was still stuck on the driver needle. The surgeon attempted to deploy the second implant again and the implant remained on the driver. A third attempt was made and the implant fell off the driver and into the joint before he could insert it again. The second implant and remaining suture was cut out leaving the first implant in the patient. Another ar-4502 was used to complete the procedure successfully. No patient injury reported.